Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working, which was reproduced during evaluation. The cause was determined to be a failing front case assembly. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad did not work. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.